Manufacturer narrative:
The insulin pump alarmed after a battery change due to a faulty connector on the interface board. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.